Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ error during the fill tubing process when a cartridge was inserted, while the procedure advanced without error when no cartridge was present, and multiple restarts did not resolve the issue. Symptoms included hyperglycemia with blood glucose greater than 300 mg/dl for a few hours without ketone testing, medical intervention, or assistance. Outcomes included temporary loss of insulin delivery and the need for urgent care guidance due to lack of backup therapy. Investigation included remote troubleshooting and data synchronization instructions. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device; therefore, the complaint is not confirmed.